Event description:
The customer reported experiencing occlusion alarms. There was no adverse impact on the customer¿s blood glucose level. System check was started with tandem technical support (tts), however, customer declined to complete the check. Reportedly the customer was using fiasp insulin. Tandem clinical support informed customer that fiasp is off-label per the user guide. Ultimately, the customer changed pump supplies and resumed insulin therapy.